Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance measurements of 3000 ohms that triggered a lead safety switch (lss). Almost two years later, this rv lead oversensed an unknown noise. The caller stated that clinic evaluation could not reproduce any noise or out of range measurements. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).